Event description:
It was reported that 5 months post implant, there was high threshold on the ventricular lead. The lead was was easily removed oncethe helix was retracted. There were some inconsistencies noted on the outer insulation at the point of the suture sleeve and vein tie and more proximally. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood present on the distal end, the outer tubing overlay was kinked/buckled and the outer tubing overlay had cosmetic environmental stress cracking. (B)(4).